Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: 1738 device label code for f10. Position 3: 1701 evaluation: the intraaortic balloon was received intact for eval with the balloon completely unfolded. As test, intraaortic balloon was placed in test chamber having 75 mmhg back pressure to simulate pressure within aorta. Balloon fully inflated and functioned normally when attached to system 97 intraaortic balloon pump in laboratory. No alarms were triggered on pump. After 2 minutes of pumping, inflation/deflation chart was recorded. Chart confirmed that balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during intraaortic balloon pump testing. Thus, laboratory examination revealed no defects in returned intraaortic balloon. Probable cause of difficulty: since no defect was found during laboratory testing, it is not possible to determine exact cause of reported difficulty based on event description and examination of item. It was not possible to verity reported problem. This type of complaint is one of most difficult to evaluate and must rely on conjecture since one cannot observe what balloon is being subjected to within aorta. In general, poor augmentation and alarm difficulties may be attributed to one or more of following: 1. Balloon entered subintimal space. 2. Balloon was placed too high in aortic arch or in subclavian artery. 3. Iab failed to completely unfold because user failed to inject at 60 cc. Air as advised in instructions for use. 4. Catheter kinked within pt probably because of severe vessel tortuosity and/or pt movement. 5. Catheter kinked outside pt. User may have failed to secure catheter and y-fitting to pt. Manipulation of kinked portion of catheter can mimimize restriction and improve balloon performance. 6. Kink in catheter may have restricted flow of helium into and out of balloon causing pump to perceive loss of gas or to cause balloon to poorly augment. 7. There was loose connection between iab and pump or between pump and safety chamber. Checking these connections may alleviate problem. 8. Balloon pump needed servicing. 9. Pt's physiological conditions contributed to reported problem. These can include low mean arterial blood pressure, low systemic vascular resistance, or rapid heart rate that compromised ventricular filing and ejection.

Event description:
Event: (cc# 98-00340) the iab was inserted into the pt on 2/26/1998, the iab was not augmenting. On 4/8/1998, the following info was reported to datascope: the iab was inserted into the pt on 2/24/1998 at 1:33 p.m. On 2/26/1998 there was poor inflation and poor augmentation. On 2/26/1998 at 8:20 p.m., there was no augmentation. The iabp waveform had only spikes and the iab was removed. [Event complications]: unknown - reported 3/12/1998; none - reported 4/8/1998, 4/17/1998. [Pt's current status]: expired - rpt'd 4/8/1998.